Manufacturer narrative:
H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed with no issues noted; there was evidence of acceptable seal transfer on the foil pouch. No issues were observed in relation to the seal.the reported condition was not verified. The actual devices were not available; however, a companion sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. The seal was evaluated and there was evidence of acceptable seal transfer on the foil pouches with no issues identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of the two (2) minicaps were damaged (opened). This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.